Event description:
The customer stated that she went to the emergency room due to hyperglycemia. The reported blood glucose reading was 429 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer stated that she changed out the infusion set and reservoir several times to try to resolve the elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.